Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged. Strut rows in the middle section of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No further issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). A 3.50x38mm promus element¿ plus stent was advanced but was not able to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). A 3.50x38mm promus element plus stent was advanced but was not able to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.